Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "footswitch system message displayed" (device displays error message). The nurse reported, a footswitch system message displayed during surgery. The footswitch was switched out and the case was completed. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The footswitch was reseated. The system was then tested and met all product specifications. A review of complaints for the last 24 months did indicate an additional, related report for this system. (B) (4). (B) (4).